Event description:
Per operative report: transesophageal echocardiography showed mildly depressed left ventricular function with 2 plus mitral insufficiency and posterior wall akinesis. The ascending aorta was mildly dilated, and there was a "small" paravalvular leak around the valve. The valve was replaced with a 24-mm aortic homograft. Due to the pt's "poor left ventricular function and the significant aortic cross-clamp time", it was felt further surgery for the mitral valve was inadvisable. The pt had a history of severe heart failure and atrial fibrillation.